Manufacturer narrative:
H6: investigation summary . No photo or sample was received for the customer's complaint of separation. The photo received does not provide any evidence or verify the separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing broke and leaked out chemo medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I wanted to bring up an issue regarding chemo tubing. A nurse was splashed with chemo when IV tubing broke. She mentioned this is not the first time it has broken unexpectedly."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing broke and leaked out chemo medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I wanted to bring up an issue regarding chemo tubing. A nurse was splashed with chemo when IV tubing broke. She mentioned this is not the first time it has broken unexpectedly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.